Event description:
It was reported the boot time is long. It is noted the programmer functioned normally once it booted up. The programmer was returned to the manufacturer for repair and calibration, analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that it took 1 minute and 45 seconds for the programmer to boot. Analysis also found the stylus is damaged and will not work. (B)(4).